Manufacturer narrative:
(B)(4). The module was returned and evaluated by baxter. Eval found the module inoperable due to a "power up timeout" condition. Further eval found evidence of corrosion on the wireless module flex and radio pcb, caused by fluid intrusion, preventing the module from connecting to the facility's server. The device was not within spec in relation to the reported symptom. The module could not be repaired and was retired from service. Baxter attempted to contact the customer on multiple occasions to acquire add'l event info without success.

Event description:
It was reported that a wireless battery module would not connect to the facility's server.